Event description:
It was reported that the filter was leaking and the set could not flushed. No patient injury was reported.

Manufacturer narrative:
Four pictures were received by smiths healthcare manufacturing (shm), during the analysis conducted it could be observed a top view of the three rra products and external coiled tubes; no damages that could create leak paths nor fluids fleeing from the products could be observed. No filters are included in any of the pictures. No testing could be performed because no samples were provided to perform a thorough investigation. No root cause has to be determined since the reported failure mode was not confirmed due to the fact that no samples were received to perform a thorough investigation. No actions are required since the complaint was not confirmed.